Event description:
It was reported that an infection was discovered during a unilateral stage 2. It was a redo stage 2 because the previous device system was removed due to erosion with a possible infection. Upon opening the incision to expose the lead, there was evidence of infection at the site where the lead was tunneled behind the right ear. There was no obvious evidence of infection at the site of the stimlock. The lead and the stimlock were removed and the stage 2 aborted. The pt was admitted to the hospital and put on IV antibiotics. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-06038.

Manufacturer narrative:
(B)(4).